Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and non-calcified vessel. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured upon initial inflation at 10 atmospheres. The procedure was completed using an athletis balloon. There were no patient complications as a result of this event.